Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. Product ID: 3889-28, lot#: va1yvqr, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were implanted the day prior to the report. They reported that when they go into my therapy app on the handset, the communicator and my therapy app wouldn't connect. Patient stated the app says it had timed out. It was reviewed how to use communicator and handset. It was also reviewed healing time may be related. Patient stated they would try app and communicator again after body has healed more. The patient later clarified on (B)(6) 2019 that the connection came loose and was not working at all and when they got in there, one of the leads had come apart and not getting any communication through it. They think they had one off. The action taken to resolve the communicator software issue was to put another interstim in. No further complications were reported or anticipated.